Event description:
Customer reportedly received results of 392 mg/dl and 158 mg/dl within 10 minutes on the aviva system. No high or low blood glucose symptoms reported with these results. No action taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional medical therapy: axid dose unk 1/daily, aspirin dose unk 1/daily.